Event description:
It was reported that the patient had developed meningitis. No specific patient symptoms were reported. The hcp was planning to remove the medication from the pump via the catheter access port and put saline in the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Other used for catheter.